Event description:
One pt with discrepant free t4 results which do not fit with the clinical picture. Pt was born in 1954. Initial result gave 70.8 pmol/l; repeat by a different methodology gave 17.7 pmol/l. No adverse events reported in association with the incorrect results. If additional info is received, appropriate notification will be provided.